Event description:
In 2009, the pt reported that her infusion device is not delivering insulin accurately and her blood glucose has been elevated to 400 mg/dl. Her normal blood glucose range is 100-140 mg/dl. Symptoms of elevated blood glucose are headaches, dry mouth and eyes, and yeast infections. She stated that she has changed her insulin cartridge and infusion set, in an attempt to lower her blood glucose, but her readings remain elevated. She also programmed a 50% basal rate approximately 3-5 units of insulin via syringe. She stated that she disconnected from her infusion site, and primed and bolused and a steady flow of insulin did drip from the end of the infusion tubing. She switched to her backup infusion device and her blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.